Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver hydromorphone 0.7023 mg/day 3.0 mg/ml/lioresal. Dose and concentration information was unknown. It was reported that the patient's pump had been alarming every 10 minutes for the past 5 days and it was confirmed that the pump was empty. The patient had been having trouble finding a new doctor to manage the pump. The patient had been to the emergency room (ER) and the "pain where the pump is horrible" and the "withdrawals are horrible". The patient had been given "narcos" to help with the pain. Patient services provided the patient with contract information for home infusion services. The patient also stated that her primary care provider had provided referrals for doctors who might be able to manage the pump. Additional information was provided from a company representative stated that the pump was not delivering therapy effectively to the patient, so it was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump showed the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.